Event description:
It was reported that during preparation of the sheath, the dilator tip was found to be damaged upon initial removal from the packaging, also it was difficult to flush it and the wire did not pass through due to this damage found. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was retained by customer.